Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly, the device was explanted due to a device malfunction. The user reported a sudden loss of hearing in (B)(6) 2017. There was no wound issue on the implant site during the explantation and the device seemed to be intact. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the device was explanted due to a device malfunction. The user reported a sudden loss of hearing in (B)(6)2017. There was no wound issue on the implant site during the explantation and the device seemed to be intact. The user was re-implanted.